Manufacturer narrative:
It was reported that the table allegedly dropped 12 inches with a patient on the table. A stryker field service technician (sfst) went onsite and found the table in the hallway where the customer placed it for investigation. The sfst verified that the table was in level position. After further inspection the table, the sfst found no leaking and no internal or external damage. Cycle testing was performed for 5 complete cycles and resulted in no issues. The sfst was unable to replicate the complaint. There was no reported injury or adverse consequences.

Event description:
It was reported that the table allegedly dropped 12 inches with a patient on the table. There was no reported injury or adverse consequences.